Manufacturer narrative:
The devices are not being returned to the manufacturer. When a quality engineering evaluation is completed, a supplemental report will be filed.this incident was reported to conmed corporation as occurring on a number of patients (5 or 6); therefore, the following medwatches are all linked together and associated with this incident:1320894-2011-00010;1320894-2011-00011;1320894-2011-00012;1320894-2011-00013;1320894-2011-00014; and,1320894-2011-00015. Device not returned to manufacturer.

Manufacturer narrative:
The device was discarded by the end-user and not returned to the manufacturer; therefore an investigation on the suspect device cannot be accomplished. No DHR/lhr, device history record/lot history record, review for catalogue number 3500-030 was conducted for the lot number of the device was not available. A twenty-four (24) month review of customer complaint history for profile foam ECG family causing skin irritations has shown three (3) additional similar complaints; however, there are no previous complaints for this catalogue number. None of these similar complaints were related to manufacturing issues. There could be a multiple of possible causes for this complaint. One possible cause could be insufficient skin preparation. The IFU, instructions for use, state, "for oily skin, cleanse with alcohol pad and let dry completely before applying electrode. Prepare site with a brisk, dry rub. Avoid damage or abrasion of skin surface." Another possible cause may be that the patient had solvents under the electrode site such as skin soap that could have caused the irritation. The IFU specifies that "the electrode site should be dry before electrode application. Trapped solvents can cause skin irritation and loss of adhesion." Furthermore, allergic reaction to gel component or adhesive could be another possible cause for this failure mode. The root cause of the complaint cannot be conclusively determined at this time; especially without examination of the product. Biocompatibility documents note that all skin contact substances were tested and are considered biocompatible for their intended use. Electrodes were tested for cytotoxicity, and, sensitization and irritation through iso testing; therefore, the likelihood of reaction due to manufacturing related issues is relatively low. Manufacturing defects were not identified within the evaluation; therefore, no corrective action is recommended at this time. Conmed is considering this complaint closed. (B)(4). Product discarded by end-user.

Event description:
It was reported, " foam profile electrode causing blistering on a number of patients (5 or 6). These are patients with major organ failure and their skin is very sensitive to any procedure. " the clinic has now switched back to a conmed wet-gel electrode and all incidents have cleared up. Additional information received 4 march 2011: the wounds have ranged from red excoriations, to raised and fluid filled blisters, and some pus filled wounds also. The ECG leads are changed every night with the patient's bath, so the ECG electrodes have only been in place twenty-four (24) hours or less in some cases. The numbers of patients and treatments to incidents will follow in further communications. All ECG electrodes have been discarded by the end-users.

Manufacturer narrative:
Additional information received (B)(4) 2011: treatment - gentle cleanse with saline. Air dry. Xenaderm ointment. Mepilex foam dressing. Change every three (3) days.this incident was initially reported to conmed corporation as occurring on a number of patients (5 or 6). Additional information, received on (B)(4) 2011, corrected the number of patient's involved to be eleven (11); therefore, the following medwatches are all linked together and associated with this incident:1320894-2011-00010;1320894-2011-00011;1320894-2011-00012;1320894-2011-00013;1320894-2011-00014;1320894-2011-00015;1320894-2011-00016;1320894-2011-00017;1320894-2011-00018;1320894-2011-00019; and,1320894-2011-00020.